Manufacturer narrative:
Fcg kit, needle, biopsy.

Event description:
According to the initial reporter, the tip of the needle broke off during procedure and they weren't able to find the needle. X-ray was performed and nothing could be found.